Manufacturer narrative:
(B)(4). Potential lot number (206177) based on related device report(1417411-2017-00056). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. A device history record review shows no issues that may have contributed to any quality issues reported. No sample available from the customer to investigate. Complaint cannot be confirmed based on the information provided. Root cause unknown. If the device sample becomes available, this report will be updated with the evaluation results. Teleflex will continue to monitor feedback from the customers on issues related to aquapak not bubbling on water bottle products.

Event description:
Customer complaint alleges "twice in the last three weeks I've attached an aquapak to a flow meter and nasal cannula set the flow to 2lpm and there is no bubbling in the sterile water." (Other event captured in report number 1417411-2017-00056.) Alleged malfunction reported as detected during patient use. No patient harm reported. Customer reports "both times I've switched out the aquapak that isn't working correctly for a new one and the new one has worked properly."